Event description:
This product meets criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufactures and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On approx three months later, abbott point of care was contacted by a customer who reported, at 9:20am, an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml, repeated 0.00 ng/ml. At 11:13am, same sample, repeated an I-stat cardiac troponin I cartridge yielded a result of 0.03 ng/ml, repeated 0.03 ng/ml. At 9:53, new sample, tested using a laboratory instrument yielded a result of 0.18 ng/ml. At 10:31am same sample repeated testing using a laboratory instrument yielded a result of 0.18 ng/ml. Bd lithium heparin tubes lot 8009066.